Event description:
Patient presented in recent months due to dislocation of humeral head from glenoid, a diagnostic arthroscopy was performed it was identified that the glenoid was loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event: however, the provided information indicates this issue is patient anatomy related and not product related. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.